Manufacturer narrative:
H3. Pli 10: the returned device passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving compounded baclofen (2,000 mcg/ml at 271.0 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. It was reported that at the patient¿s first refill done on (B)(6) 2025, there was a volume discrepancy. The expected volume was 4-5 ml, but the pump was dry, no medication was aspirated. On (B)(6) 2025, the patient reported pain, pressure, swelling, and redness at the pump site in the left abdomen and a feeling of tightness. The patient had no falls or impacts to the pump and no recent MRI's. Per the reporter, they were going to do a dye study. The pump was viewed under ultrasound. When they withdrew the medication from the pump, they were expecting 18.4 and withdrew 5. The patient was not having any other symptoms to suggest overdose or underdose. The medication was put back into the pump to avoid withdrawals and the patient was sent to the ER (emergency room) to be admitted for possible pump revision. Additional information was received on june 27, 2025, from a healthcare provider via the company representative who reported t hat the patient was scheduled for surgery. The pump site was infected, so the pump was removed. It was noted that the infection was advanced, so it was possibly related to the implant surgery in (B)(6) 2024.